Manufacturer narrative:
Continuation of d10: product ID: 203cx product type: coaxial umbilical cable product ID: afapro28 product type: catheter product ID: 12fcc13 product type: sheath product ID: non medtronic product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable was reconnected without resolution. The coaxial umbilical cable was then replaced which resolved the issue. It is also suspected that a pericardial effusion occurred with the patient after withdrawal from the left atrium. A drainage was carried out and the patient the patient was monitored in the intensive care unit (ICU) and later discharged. The case was completed with cryo. No further patient complications have been reported as a result of this event.